Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Pon investigation the electrode belt an ECG falloff test. The cause for the failure was isolated to an out of tolerance u700 component on the distribution node pca. The root cause for the out of tolerance component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.